Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous high blood glucose levels of 500 mg/dl. The customer administered manual injections to address bg levels. The contact stated the cause of the high bg levels were due to "the pump not working", however tandem technical services could not confirm. The contact declined to troubleshoot with tandem technical services. The customer reported would use pens and alternate insulin for diabetes management.